Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger was not charging the battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger was unable to charge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.